Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the equipment's commands do not work. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. No service has been performed by philips since the system is at end of service. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system¿s commands did not work. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.